Event description:
The micro sagittal saw was sent in for evaluation due to overheating. There was no patient involvement, no adverse event was reported.

Manufacturer narrative:
Internal corrosion in the motor and rotor assembly was identified as the probable cause of the failure.